Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of transmission, it was found that the right ventricular (rv) lead exhibited high capture threshold. The rv lead was explanted and replaced. Patient condition was stable.

Manufacturer narrative:
The reported event of inadequate capture was not confirmed. A full lead was returned for analysis. Electrical testing, visual and x-ray inspection were normal with no anomalies found.